Event description:
It was reported that the patient experienced discomfort and pain at the internal neurostimulator (ins) site. The patient stated that they are going to move her ins from 'low to her waist' on (B)(6)-2012. The patient outcome was not provided.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2012-(B)(6), product type lead, product ID 37744, serial# (B)(4), product type programmer, (B)(4).